Event description:
It was reported that a user experienced repeated ¿unable to proceed¿ alerts during pump rewind and fill when attaching the infusion set connector, with the event occurring around 14 units during the fill and resolving after switching to a different inset and following the correct connection sequence; the user used subcutaneous inhaled insulin for coverage and later completed a successful prime with visible drops, indicating the initial issue involved an infusion set connector not attached correctly. Symptoms included hyperglycemia reaching 250 mg/dl without reported clinical symptoms. Outcomes included no hospitalization and successful continuation after retraining and equipment change. Investigation included troubleshooting, user education on correct order of operations, dry-run testing without supplies, repeated rewinds with new supplies, and comparative testing across multiple insets from different boxes. Investigation of this case revealed that improper attachment or a defective infusion set/adapter during the initial attempts likely caused flow obstruction leading to the alerts, while proper assembly and an alternate inset resolved the issue. It was concluded, based on previously established findings for similar reports, that user technique and/or component malfunction was the most probable cause.